Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Uf report #:(B)(4).

Event description:
Per medwatch: patient had received IV pentamidine. After administration, nurse attempted to flush line with normal saline before locking with heparin. After attempting to check for blood return, the line pulled back intermittent blood with air bubbles present in syringe. Nurse flushed with a different normal saline syringe and noted the dressing was becoming wet as a leak was present. The dressing was removed, leak was allegedly noted between the connection of the wing and actual needle of the port needle. The needle was removed, and the patient was accessed again to heplock the line. Alleged, port needle leak. The set was discarded and unfortunately no identifying information was obtained. No harm to patient.